Manufacturer narrative:
Device is reported to not be available for return, however, a lot review should be completed.

Event description:
Event occurred on an unspecified date involving a 5.5" (14 cm) appx 0.55 ml, smallbore trifuse ext set w/3 chemoclave¿, spiros¿ w/red cap, 3 clamps where the reporter stated that during infusion, when they clamp the pinch clamps, they aren't clamping down all the way and fluid is able to escape into the other lumens. There was patient involvement and no adverse event as a result of this event.

Manufacturer narrative:
Investigation summary- the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.